Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible reamer shaft snapped during intramedullary reaming of the femur. The patient suffered a gunshot wound to the femur; it was speculated that the reamer hit the bullet fragment and snapped. All pieces were retrieved. The patient had hard, young bone. The surgery was completed successfully with patient in stable condition, however, there was 1-2 minutes of surgical delay to retrieve the broken reamer end and bullet fragments remain in the patient's femur. Concomitant device report: [unknown linvatec drill] (part #: unknown, lot #: unknown, quantity: 1) and [2.5mm reaming rod with ball tip/950mm] (part #: 351.706, lot #: unknown, quantity: 1). This complaint is for one (1) device. (B)(4).

Manufacturer narrative:
Therapy date is (B)(6), 2018. A device history record (DHR) review was performed for part no.: 352.040, lot no.: 8027115 (corrected as 8027155 does not exist): manufacturing location: (B)(4), release to warehouse date: 23.aug.2012: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed on the subject device. The 352.040 lot number 8027115 5.0mm flexible shaft was returned and reported to have broken intraoperatively. This complaint condition was likely caused by over five years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 352.040 5.0mm flexible shaft is an instrument routinely used in the flexible reamers for intramedullary nails. The device was returned and reported to have broken intraoperatively. This condition is confirmed; the device has broken into two separate pieces along a jagged fracture surface through the shaft. The distal portion of the shaft was not returned. It is likely that over five years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 8/2012 and is over five years old. The balance of the returned device is fairly worn condition with markings and signs of wear along its length. Relevant drawing was reviewed during this investigation. A relevant dimensional measurement cannot be performed due to the fracture surface and breakage. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. No corrective or preventative action is proposed as no design or manufacturing related issue was observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.